Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level in the 300's (mg/dl). Reportedly, when the user filled the cartridge, the needle passed farther into the septum than expected. Tandem's technical support educated the user that the cartridge is not damaged if this occurs. The user changed the cartridge/infusion set and resumed insulin therapy.